Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they are biting the inside of their lower lip every time they eat. This has caused constant swelling, pain, and now poses a serious risk for infection. Despite reaching out and requesting a licensed dental professional to assess my bite and address my concerns, no such care has been provided. A follow up phone call with the patient was done. The patient stated that they have no infection and used mouth rinse to aid. The patient stated that they are no longer biting inside of lips however, their teeth are not touching down properly when chewing and that there is a gap in their molars, causing them to not touch down properly. The patient stated that they experienced pain/discomfort and tried to bite down carefully when eating. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.